Manufacturer narrative:
Internal complaint number: complaint: (B)(4).

Event description:
A health care professional reported that the patient lost consciousness 20 - 30 minutes after a refill procedure. The patient went to the ER for overdose symptoms and was administered four doses or narcan. The physician reported that the patient's symptoms may have been due to a pump pocket fill. The physician believes the patient's symptoms are related to the pump therapy and drug therapy. During a follow-up appointment on (B)(6) 2017, it was observed that the volume of undelivered drug remaining in the pump reservoir was less than the expected volume based on the programmed infusion rate. Pump therapy has continued and is intended to treat chronic pain with morphine, clonidine, and bupivacaine.